Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy (B)(4) states osteolysis is defined as the degeneration and dissolution of bone caused by disease, infection, or ischemia. Adverse reactions such as loosening or displacement of the prosthesis and superficial or deep wound infection, may occur during, or following, the use of bone cement, but are not necessarily directly related to the acrylic bone cement itself. A statement to this extent has been place in the IFU. In addition, warnings have been placed in the IFU that implantation of a foreign body in the tissues increases the normal risk of infection associated with surgery following operation and that evidence from clinical investigations clearly indicates the necessity for strict compliance to good aseptic surgical technique. The DHR has been reviewed and the sterility charts and micro results were found to be in compliance. A search of the complaint database found no prior reports for loosening for all the reported part and lot number combinations. There is insufficient information to determine the root cause of the osteolysis. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of osteolysis, and loosening of the tibial tray, femoral component and patella at the cement/bone interface.